Manufacturer narrative:
The customer's complaint of "forceps stopped working" can be confirmed, the reason the forceps stopped working was due to the hub being fractured, which prevented the jaws from opening and closing properly. Visual inspection observed that the hub was fractured under the heat shrink which covers the shaft of the device. Removed the heat shrink to expose the hub, the fracture occurred under the area of the pivot links. When the heat shrink was removed and the hub was viewed under magnification a small chip was found to be missing and could not be accounted for either on the lab bench or on the inside of the heat shrink. Also note that the device had been decontaminated prior to being shipped to gyrus for evaluation. We cannot determine with any certainty that this cleaning process had lead to the missing part becoming dislodged from under the shrink tubing.

Event description:
The lyons dissecting forceps were returned indicating that they stopped working halfway through a procedure. Harm done to the pt.